Event description:
A report was received that the patient's battery would not hold a charge. It was also reported that the patient had bilateral knee pain. The patient will undergo a revision procedure wherein the battery will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient's battery would not hold a charge. It was also reported that the patient had bilateral knee pain. The patient will undergo a revision procedure wherein the battery will be replaced.